Manufacturer narrative:
New information added to the following fields: h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress such as dropping / knocking as well as wear and tear led to the issue. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited the acoustic lens had a scratch which reaches to the glue-layer. There were no reports of patient involvement.